Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting off. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg. The customer continued to use the pump for insulin therapy.